Event description:
A pt had an elective procedure to a non-tortuous mid lad. The de novo, 15mm, type c lesion was heavily calcified and concentric with no clot. The site was predilated with a 2.0 x 14 mm balloon at 16atm for 15 seconds. A 2.5 x18mm cypher stent was implanted at 14atm for 15 seconds. Postdilation was done with a 2.5x 10mm balloon at 16atm for 15 seconds. Ivus was conducted. Dissection was observed at the proximal edge and was treated with a balloon. Two weeks later, the pt, still hospitalized, started to complain of chest pain with an increase in st. Cag was done and the implanted cypher stent was found to be occluded with thrombus. There was the possibility of heparin-induced thrombocytopenia (hit), so argatroban was used instead of heparin. Aspiration and poba were done to treat the thrombus.